Event description:
Per the clinic, the patient experienced poor performance with the device, leading to non-use. The device was explanted (B)(6), 2012. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).